Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted during an endovascular procedure for the treatment of a 100mm abdominal aortic aneurysm.. It was reported on an unknown date approximately 7 years post the index procedure a type ia endoleak was observed. Intervention was completed where an endurant cuff and endoanchors were implanted with final angiogram confirming that the endoleak has been resolved. As per the physician the cause of the endoleak was due to patients anatomy due to infrarenal neck disease progression.  No additional clinical sequelae was provided and the patient is fine.